Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a catheter placement procedure, there was a 1cm imprecision superior and anterior to the top of the right ear. The site registered 3 times and everything was precise except when they touched the top of the ear. An image from the procedure shows a strap indentation in the cheek that likely went over the right ear and changed its position in the scan. With the strap removed during the case it would have brought the ear back to its normal position. The inaccuracy was only on the right ear while everything else was precise. The procedure was completed with the use of navigation. No known impact on patient outcome.

Manufacturer narrative:
Additional information: additional procedure information received.

Event description:
Medtronic received information that there was a reported five minute delay to the procedure due to the reported issue.